Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No rewind anomaly or missing segments/partial display noted during testing. The adapt confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected low battery alert, battery power loss alarm, replace battery alert or replace battery now alarm noted during testing or in the pump trace download. Device was received with cracked select button keypad overlay. The p-cap locks properly into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on the screen and it was hard to read. Customer reported diminished battery life and louder during rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.